Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an ablation procedure on (B)(6) 2019. After the procedure, the right ventricular lead exhibited several episodes of pacing mode switch. On (B)(6) 2019, the right ventricular lead also exhibited episodes of noise reversion and high ventricular rate due to the patient's existing atrial flutter condition. The patient was then recommended for a bi-ventricular implantable cardioverter defibrillator upgrade from a pacemaker. On (B)(6) 2019, the right ventricular lead was capped and replaced during the upgrade procedure. The patient remained in stable condition post procedure.